Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and competitive transvenous right ventricular (rv) lead detected a pacing impedance measurement of greater than 2000 ohms, triggering a latitude red alert. No adverse patient effects have been reported as a result of this observation.

Event description:
--

Event description:
Additional information was provided that defibrillation threshold (dft) testing was being performed to test the system due to the previously observed high pacing impedances. During dft testing, the device exhibited a fault code 1004 and less than 20 ohms shocking impedances with the non-boston scientific lead. It was questioned what would have caused the shorted condition. Technical services (ts) discussed possible causes for the shorted condition and recommended replacement of a new device and lead. A revision procedure was performed, during which this device was explanted, replaced and was returned for analysis. No adverse patient effects were reported.

Manufacturer narrative:
The patient was brought in clinic for troubleshooting, where rv lead impedance measurements remained within normal range. No x-ray was taken and no reprogramming or surgical intervention has been performed. The boston scientific technical services department advised that a lead fracture or connection issue was still possible. Current records suggest that these products remain in service at this time. This event will be updated if any additional information becomes available.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
This product is currently undergoing detailed analysis. This event will be updated upon completion of analysis.

Manufacturer narrative:
Subsequently, several additional latitude red alerts have been generated due to intermittent rv pacing impedance measurements of greater than 2000 ohms. Available information suggests that the physician continues to monitor the situation at this time. This event will be updated if any additional information becomes available.